Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative reported inconvenient stimulation that occurred during normal use. The consumer had been complaining about unpleasant stimulation for weeks following using a new wireless keyboard in office. The painful sensations are reported to have been present for many weeks after using the new keyboard. The keyboard had been removed immediately, stimulation had been programmed to 0 v and had been switched off with patient programmer. No actions/interventions were noted to have been taken to resolve the issue. It was unknown if the issue was resolved. The implanted products remain in use. It was noted that after physical therapy, the pain was not present anymore. There were no further complications reported/anticipated.

Manufacturer narrative:
Update: additional information has been received which indicates that the correct mfg. Site ID is 3004209178.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.